Manufacturer narrative:
Correction: an incorrect entry in section b4 on the initial MDR submission. Date of report should of been 11/17/2025 not 11/04/2025.

Event description:
Complaint was confirmed. Device returned for mechanical hardware failure (av sticky valve). The fva pins were felt dragging during operation. The device was attached to a bracket and powered on, no alarms or errors occurred. A cassette was loaded on to the device and a tubing set misloaded error occurred. The device was opened to inspect for internal damage and clean the fva pins. The fva pins and their channels were cleaned using alcohol. The fva lip seals will be replaced during repair. Low friction seal, lip, will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "cassette misloaded error." Patient harm: no infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submitted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.